Event description:
Additional information received from the patient reported that she had a stroke in 2013 and had not had it turned on since.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) had a stroke and since they had a stroke they did not have any control over their kidneys, "they weren¿t working very good" and they turned them off. The pt stated their implantable neurostimulators (ins) were turned off, and the pt asked how safe it was to leave them in. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.